Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and no further malfunction codes occurred after the reset. Customer was advised to continue using the pump and to contact support if the issue recurs.